Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-23100, 627487-2013-23103. The patient's spouse reported that prior to having the scs system explanted, the patient experienced pain at the ipg site as well as ineffective stimulation. The patient's scs system was explanted in (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.